Event description:
Device was returned for sticky fva pins. There was excessive drag on the fva pins observed before an infusion was attempted. A cleaning was performed and all drag was resolved. New fva pin lip seals are required. It was also found the front housing has internally broken screw mounts. Review of the odometer data found the batteries have very high cycle counts (>140) while a failure has not occurred, the battery packs will be removed for engineering evaluation and replaced with new batteries

Event description:
The following has been reported: biomed reported: "set error. The pump has been cleaned, and multiple cassettes has been used to trouble shoot pump. Patient info: unknown. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.